Manufacturer narrative:
Qn#(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "event was reported while on-site for educational support. The cardiac cath laboratory team indicated that an iab rupture had occurred approximately one month prior. Blood was observed in the helium driveline at that time. The original iab was removed and replaced without complication. The patient was subsequently supported on a second iab. Staff were unable to recall specific product and patient details related to the event".